Event description:
Caller reported that pump battery depleted too fast. There was no reported impact to the customer's blood glucose level. Caller declined follow-up from customer technical support, and no further information was obtained.